Manufacturer narrative:
The device was returned, in addition to the reportable findings found in b5 the evaluation found that due to clogging of jet tube in the control unit, water could not be supplied. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/ water cylinder, the air/water tube and the jet tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. A definitive root cause could not be determined. However, it is likely that reprocessing was not conducted properly due to leakage from deformed right left/up down angulation control knob, deformed angle shaft, and damaged air/water channel. Subsequently, the materials were not possibly eliminated. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use: detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.